Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the sensors were defective out of the package. She stated that the needle hub was not attached. The blood glucose reading was 189 mg/dl. Nothing further was reported.